Event description:
Report received of an under-delivery in performance verification testing. It was reported that the pump was return from clinical service with a note that the device was "broken". There was no tracking information (nurse, patient, location) available. There was no report of any adverse event with a patient while the device was in clinical use. An abbott field service representative tested the pump and the pump under-delivered.